Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 35mm x 4.5mm, eccentric, de novo target lesion containing a lesion bend between 45 and 90 degree was located in the moderately calcified and moderately tortuous left anterior descending artery. After predilation was performed with an unspecified balloon catheter, a 4.00x38mm promus element ¿ long drug eluting stent was advanced to treat the lesion but failed to cross the lesion and the proximal part of the stent was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 35mm x 4.5mm, eccentric, de novo target lesion containing a lesion bend between 45 and 90 degree was located in the moderately calcified and moderately tortuous left anterior descending artery. After predilation was performed with an unspecified balloon catheter, a 4.00x38mm promus element ¿ long drug eluting stent was advanced to treat the lesion but failed to cross the lesion and the proximal part of the stent was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the sixth most proximal stent row were raised outwards distally from the balloon and were damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. In addition, the inner and outer were kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).